Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient had difficulty draining and experienced pain. Follow-up with the patient's pd nurse determined that the patient was hospitalized due to peritonitis. The patient was cultured on (B)(6) 2016, and presented to the emergency room on (B)(6) 2016. It has been confirmed that the patient's culture results was positive for three different organisms and the pdrn could not confirm the source. The patient's medical records have been requested.